Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer had to call paramedics to treat them for the low blood glucose. Customer was asking assistance on how to out back their old settings on their insulin pump. Customer was advised to call their doctor regarding their settings. The product was not returned for analysis.